Event description:
It was reported that the health care professional (hcp) had called in to review the electrogram (egm) for this right atrial (ra) lead. Upon review with the technical services (ts), there was low amplitude noted on the ra lead which was due to farfield oversensing. Ts discussed options for adjusting blanking and sensitivity. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had called in to review the electrogram (egm) for this right atrial (ra) lead. Upon review with the technical services (ts), there was low amplitude noted on the ra lead which was due to farfield oversensing. Ts discussed options for adjusting blanking and sensitivity. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that there was undersensing on the right atrial (ra) channel as seen on the presenting. Technical services (ts) recommended to change the sensitivity and adjust blanking to address fairfield oversensing. This ra lead remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the health care professional (hcp) had called in to review the electrogram (egm) for this right atrial (ra) lead. Upon review with the technical services (ts), there was low amplitude noted on the ra lead which was due to farfield oversensing. Ts discussed options for adjusting blanking and sensitivity. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that there was undersensing on the right atrial (ra) channel as seen on the presenting. Technical services (ts) recommended to change the sensitivity and adjust blanking to address fairfield oversensing. This ra lead remains in service.